Event description:
Event description cpi received information that during a replacement procedure of an implantable pulse generator (ipg), the physician noted a 'clavicular crush' of the bipolar endocaridal lead (4261). The lead (4261) was removed from service. Another (4261) was implanted.